Event description:
The tubing attached to the port needle (0.75 inch 20 ga) developed a hole. When the nurse attempted to flush the port needle and extension set, there was leaking from the port needle/tubing. This has occurred with five other patients. Each patient¿s port needle tubing had the same failure point.